Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the middle cerebral artery aneurysm embolization case, the physician felt resistance while advancing the subject stent inside the microcatheter and was unable to retract the subject stent from the microcatheter. On withdrawing the subject stent from the microcatheter, the subject stent was found fractured into two pieces. The physician removed the fractured segments of the subject stent from the patient's anatomy along with the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the stent was found to be broken and only half the stent was returned. The stent was deployed from the stent delivery wire. The stent delivery wire and introducer sheath were found to be intact. Functional testing was unable to be performed as only part of a deployed stent was returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Addition information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The introducer sheath was properly inserted all the way into the microcatheter prior to transfer and the rhv was opened enough to allow passage of the stent through without causing damage. It was reported that 'when delivered a 3mm x21mm atlas, after delivered it from introducing sheath to go into the microcatheter, it could not be advanced any more and even couldn't be retracted back. The operator add some force to retract it and then the stent fractured into two pieces. So replaced the stent with the microcatheter to finish the procedure. Only one piece of the stent could be returned'. The event description states that the event occurred when the physician attempted to retract the stent however, neuroform atlas is not intended for this type of use. The atlas stent is not re-sheathable. During the follow-up gfe questions it was reported that the fracture/breakage occurred inside of the microcatheter (inside of the patient's body) and it was confirmed that all of the fractured stent segments were removed from the patients anatomy. The patients anatomy was described as 'moderately tortuous' which may have contributed to the event. The distal (open cell) part of the stent was returned deployed. The returned section of the stent was broken/fractured. The stent delivery wire and the introducer sheath were both returned for analysis. Both were undamaged. The as reported codes 'stent difficult/unable to advance or pullback through catheter', and 'stent broken/fractured during use' as well as the as analyzed 'stent broken/fractured during use' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the middle cerebral artery aneurysm embolization case, the physician felt resistance while advancing the subject stent inside the microcatheter and was unable to retract the subject stent from the microcatheter. On withdrawing the subject stent from the microcatheter, the subject stent was found fractured into two pieces. The physician removed the fractured segments of the subject stent from the patient's anatomy along with the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.